Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 10ml ll eurographics plunger rod was broken/damaged. The following information was provided by the initial reporter: pharmacist from ramsay pharmacy pindara gold coast private hospital emailed baxter compounding services on 13 jun 2024 to report 1 azacitidine syringe for patient ta spilled on the patient bedside (code 300912mg, batch 3303142). The syringe supplied was for IV administration and it is injected into a 100ml n/saline bag using closed system. When the nurse connected the syringe to the bag spike, the syringe plunger came out and the contents of the syringe spilled over. The nurse was wearing personal protective equipment (ppe) so the drug did not come in direct contact with skin. The patient was not exposed to the drug either. The spill was immediately cleaned up and customer compounded another dose on site. Further information requested from customer via qa specialist of baxter compounding services regarding whether there were any issues identified with the product prior to removal from overpouch, whether any deformities / abnormalities were identified with the actual syringe at any stage and whether any pressure was applied to the syringe plunger, prior to it coming out. This was identified at the hospital on (B)(6) 2024 during setup / preparation. There was no report of patient injury or medical intervention as a result of this event. The actual sample was contaminated with cytotoxic solution and discarded by the customer, no photographs have been provided for investigation. Baxter compounding services product: azacitidine cold (ebewe) 147.75mg in syringe. Customer forwarded additional information on 14 jun 2024 confirming no issues were identified with the product, prior to removal from overpouch. Confirmation also received that no deformities / abnormalities were identified with the actual syringe at any stage. Customer reported that upon further investigation, the syringe was pushed into the bag hanging vertically, with moderate pressure applied to the plunger to push the contents into the bag. No additional information was provided.